Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "difficult to get clean behind the balls" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that some black spot was present near the ball of s/c trial handle angled. Review of provided photo shows the presence of foreign material on the device however with the available information exact potential cause cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the s/c trial handle angled would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> according to the information received, "difficult to get clean behind the balls" the product was not returned to depuy synthes, however photos were provided for review. See attachment 205512000trial handle, straight, _external_ 205512000_trial handle_ straight. The photo investigation revealed that some black spot was present near the ball of s/c trial handle angled. Review of provided photo shows the presence of foreign material on the device however with the available information exact potential cause cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the s/c trial handle angled would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a review of the receiving inspection (ri) for s/c trial handle, was conducted identifying that lot number pg230775 was released in two batches. ¿ batch1: lot qty of (B)(4)units were released on may 9, 2013 with no discrepancies. ¿ batch2 : lot qty of (B)(4)units were released on may 9, 2013 with no discrepancies. Supplier : depuy : paragon medical inc. (Pierceton) as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review ==> as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that device is difficult to get clean behind the spring balls .

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "difficult to get clean behind the balls" the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that some black spot was present near the ball of s/c trial handle angled. Review of provided photo shows the presence of foreign material on the device however with the available information exact potential cause cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the s/c trial handle angled would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for s/c trial handle angled, was conducted identifying that lot number pg286757 was released in one batch. Batch1: lot qty of (B)(4) units were released on mar 20, 2019 with no discrepancies. Supplier : depuy : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: event description of complaint (please supply specific details): difficult to get clean behind the balls (shown in picture). The product was returned to depuy synthes for evaluation. Visual analysis of the returned device does not found signs of foreign substances, the device exhibits signs of normal use. A functional test was performed and the four ball plungers were able to retract as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the s/c trial handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.